Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a low vacuum error. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that unit was showing low vacuum alarm flashing on. Further diagnosed that the drive manifold assembly is malfunctioning which further resulted as low vacuum alarm. To fix the issue, the fse replaced the drive manifold assembly and then performed functional tests and passed successfully. The iabp unit was under observation for 24-48 hrs. And then was handed over to the customer in good working conditions.

Event description:
The customer reported that during a routine check the cs300 intra-aortic balloon pump (iabp) was not maintaining augmentation. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.